Event description:
It was reported via a trial, that on (B)(6) 2010, due to coronary artery disease, the patient underwent the index procedure with deployment of one promus drug eluting stent (des) to the mid left anterior descending artery (lad) and two non-abbott stents to the proximal and distal left circumflex. Post procedure residual stenosis was 0% with timi iii flow. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel 300 mg dosing. Clopidogrel 75 mg dosing and aspirin 325 mg dosing were also started on (B)(6) 2010. On (B)(6) 2010, the patient was discharged from index hospitalization. On (B)(6) 2010, the site reported that the patient was admitted and hospitalized with a diagnosis of coronary artery disease, with an acute onset of shortness of breath (sob) and chest pain. The patient states that the day before coming to the emergency department (ed) he was in his usual state of health until 12:00 am when he started experiencing a sore throat, chills and sob while he was lying in bed. At 3:00 am the patient started experiencing constant central chest pain that the patient describes as squeezing pain in his heart, not radiated but associated with worsening sob. The patient did not take any medication at that point. Because of the mentioned symptoms, the patient was brought to the ed where he was found hypertensive with a bp on 207/68 and presenting crackles in both lungs and leg edema.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient received asa 325, sl nitro and nitro ointment with partial pain relief. The initial workup at the ed evidenced troponin on 0.01, ck mb 4 and ck total on 214. An EKG evidenced an old anteroseptal infarct and sinus rhythm. The patient underwent a left heart catheterization and remained hospitalized until discharge on (B)(6) 2010. No additional information was provided. There was no reported product deficiency. The reported angina, hypertension and re-stenosis are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.